Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump that sometimes the middle button gets stuck or wont move and numbers are ramping on their own. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No ramping or buttons scrolling on its own noted during testing. No unlocked keypad connector noted during visual inspection. Unit received with minor scratched lcd window and cracked retainer.